Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they provided a letter of recommendation. In the letter the dentist stated the patient was seen for an orthodontic consultation. The patient's molars are in a class ii relationship due to having two upper bicuspids removed and traditional bracket at an early age, then went to aligners for a reported 3 years for further refinement of their bite. The patient's jaws are aligned anterior/posteriorly, but they have minimal overbite and overjet, resulting in inadequate anterior guidance by the front teeth. He has 2mm of crowding in the lower anterior teeth, with the right central incisor tipped labially, being crowded out of the arch. They have a posterior left crossbite of the first and second molars due to a flaring of teeth in the posterior portion of the mandibular arch. The result is interference and discomfort when chewing. He also reported increased clicking, crepitus in both temporal mandibular joints. It is recommended to place invisalign trays over appropriate attachments to widen the upper arch, constrict the lower arch, and use interproximal reduction in the lower anterior region to be able to align and retract the lower anterior teeth. This would permit a proper coupling of the anterior teeth, correct the posterior crossbite and improve the occlusion to possibly help stabilize the tmj symptomatology. This would take an estimated 6 month of trays followed by clear retainers.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.